Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm or failed battery test were noted. No delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had one button error code alarm, battery life was diminished, sometimes rejects new batteries, gives infrequent random no delivery alarms and there were couple of scratches on the display screen. Customer's blood glucose value was unknown. The device will not be returned for analysis.